Manufacturer narrative:
The field service engineer (fse) found that the lyse reagent had leaked from the fluid detector sensor. This leak soaked into the padding surrounding the vacuum pump. The motor filter card on the vacuum pump then corroded, causing the vacuum pump to stop working. Fse replaced the vacuum pump, the motor filter card, and the lyse fluid detector. (B)(4).

Event description:
The customer reported vacuum errors on coulter® act diff 12 analyzer. While investigating the errors, the field service engineer (fse) discovered a leak. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.